Event description:
Additional information indicated that a revision procedure was performed wherein this device was explanted and successfully replaced with a new crt-d. The products were discarded by the physician and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range (oor) pacing lead impedance (pli). The cause of the oor measurements were not determined. The patient reported shortness of breath with activity and occasional burning sensation around and below device. The lv lead exhibited loss of capture in a lv tip to right ventricular (rv) pace configuration. The system was reprogrammed to a lv ring to rv pace configuration and all other measurements seemed to be within range. The ctr-d remains in service. There were no reports of asystole or adverse effects.